Event description:
The patient was implanted with the vivistim system on (B)(6) 2025. The device was explanted on (B)(6) 2025. According to the information received, the explant was performed due to an infection identified at the ipg pocket site. Intraoperative observations reportedly noted the presence of purulent material within the pocket. Microbiological cultures were reported to have identified multiple organisms, including escherichia coli (e. Coli). The patient was also reported to have a urinary tract infection involving e. Coli. Mti was notified of the explant after the procedure had been completed. Device was not returned for evaluation by mti.

Manufacturer narrative:
This MDR was submitted late due to delayed identification of reportable complaint information. CAPA 22 was raised in mti's qms. The CAPA investigation identified gaps in complaint reporting training, resulting in untimely documentation and MDR evaluation. Upon recognition, the MDR was promptly submitted and corrective actions were implemented. An audit has occurred to ensure there are no additional mdrs and effective training was implemented.